Manufacturer narrative:
The devide has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (inadequate use of the cartridge and infusion set insertion). Lot number: b201885.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that as a result of an occlusion alarm they had blood glucose (bg) levels from 250mg/dl to 400mg/dl with mild thirst. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient also reported that they take correction for the elevated bg levels resulting in low bg of 40mg/dl to 60mg/dl with shakiness. Troubleshooting with customer support (cs) indicated that the patient was reusing cartridges and not inserting the infusion sets per IFU. The patient stated they have had bent cannulas as well after receiving the alarms. Cs advised the patient to follow proper insertion technique and to never reuse cartridges. Cs also advised the patient to cycle the cartridge per IFU. This report is being made due to the patient's alleged hypoglycemic event that resulted from an inadequate use of the cartridge and infusion set.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the cartridge was not returned to animas. A reserved sample from the same lot number was tested. A visual inspection of the cartridge was performed with no damage or defects were noted. A fill, force and leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.